Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient's leads were explanted and replaced on (B)(6)2021 to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02047. It was reported that the patient experienced inadequate stimulation. X-rays confirmed that both leads appear to be fractured. The fractured leads resulted in high impedances. Surgical intervention may take place at a later date to resolve the issue.